Manufacturer narrative:
Additional information added to b5 ad h10. B5: upon follow up, it was reported that the patient was discharged from the hospital and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm, stat dose, intraperitoneal, ongoing, duration not reported) and amikacin injection (100mg, one bag per/day, intraperitoneal, ongoing, duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.